Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint and completed its investigation. Failure analysis confirmed the customer reported failure. The instrument was found to have a bipolar yaw pulley ear broken off at its base. The bipolar yaw pulley ear on the conductor wire side was broken off, resulting in dislodgement of the yaw pulley. The broken piece was not returned and was roughly 0.11 x 0.05 in size. The known common cause of this failure is mishandling/misuse. It was also found that the conductor wire had pulled out of the weld location to the base of the hook. This likely happened as a result of the silicone potting being lifted, and conductive fluids such as saline accumulating near the weld location. When energy was activated, thermal damage at the weld location resulted, causing the conductor wire to be damaged and pull out. Consequently, the drive cables surrounding the weld location likely carried the stray energy to other parts of the clevis in conjunction with the surrounding conductive fluids. This is the reason thermal damage and arc tracks are seen on the proximal clevis adjacent to the metallic components. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests potential arcing. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during setup of a da vinci assisted surgical procedure, the permanent cautery hook instrument did not work. There was no report of any patient harm, adverse outcome or injury due to the reported issue.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.